Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) right atrial (ra) lead exhibited oversensing of another implanted device for this patient that led to an inappropriate mode switch. This ra lead and crt-d remain in service. No adverse patient effects were reported.